Event description:
It was reported that the customer is under the care of an orthopedic rehabilitation center and needs emergency supplies to be sent to him. The caller stated that the customer has been hospitalized with low blood glucose of 25mg/dl. The caller stated that the customer was having trouble controlling his glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.